Manufacturer narrative:
The following fields have been updated due to corrected information: describe event or problem: it was reported that bd nexiva¿ diffusics¿ closed IV catheter system disconnected and leaked. No serious injury or medical intervention was reported. Medical device brand name: bd nexiva¿ diffusics¿ closed IV catheter system

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system disconnected and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). Investigation summary: unfortunately a lot number could not was not submitted for this complaint. Preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: no sample/ no lot number; investigation could not be conducted due to missing information. Root cause description: no sample/ no lot number; investigation could not be conducted due to missing information. Rationale: no sample/ no lot number; investigation could not be conducted due to missing information.

Event description:
It was reported that bd nexiva¿ closed IV catheter system disconnected and leaked. No serious injury or medical intervention was reported.